Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 60% to 5% within two hours. The pump then shut off at 5% battery life. There was no reported impact to the customer¿s blood glucose level.